Event description:
It was reported that this right ventricular (rv) lead exhibited noise and physician stated this lead was non-functional. Further, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.